Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A nursing assistant reported that the hood cutting was incomplete during a refractive procedure. Doctor performed same cut and continued to operate. An error message did occur during the surgery. Procedure was completed. Additional information was requested.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, system stopped at 30 percent of the way thru cutting. Doctor performed a new cut after having tested the system. The new cu went well and same bed mark as first cut. No consequences to the patient.

Manufacturer narrative:
At the visit on site, the field service engineer could not reproduce the reported error. The system was successfully verified according to company specifications. A defect on boards was indicated as a probable root cause. Most of the error messages were triggered from the boards in the beam path. Definite root cause can only be determined by investigating the boards at the manufacturer site. (B)(4).